Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility name: (B)(6). G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a femoral neck fracture with the dhs blade 80mm. The blade was attached to the inserter and checked for passage to the plate, and it could not be inserted. The surgeon checked the blade connection and replaced it with an inserter for the lug. When he checked the connection again, he found that the flat part of the inserter shaft and the flat part of the blade shaft were approximately 30 ° out of alignment, making normal installation impossible. The surgeon then replaced it with a 75mm blade and found a normal connection. The surgery was completed successfully with a 30-minute delay. The patient outcome was reported to be stable. This report involves one dhs blade ø12.5 l80 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the dhs blade ã¸12.5 l80 tan. A functional test was unable to be performed due to mating device not returned. The complaint condition was not able to be replicated. The reported condition cannot be confirmed. A dimensional inspection was performed for the dhs blade ã¸12.5 l80 tan and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the dhs blade ã¸12.5 l80 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: feature: fluted length, specification: 20.0 +/- 0.2 mm. Measured dimension: 20.08 mm. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.224.080s; lot number: 2921p18. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22/11/2022. Manufacturing site: jabil grenchen. Expiry date:01/11/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.